Manufacturer narrative:
As reported, the sorbafix enhanced fixation device did not fixate the mesh effectively. Evaluation of the sample finds for bent cannula. The reported failure to fixate is a known result of a bent cannula. The cannula is found to be bent from applied forces while in use. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2023. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position" and "avoid excessive trigger force as this may damage the device." Note, the date of event (10-apr-2024) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure, the sorbafix enhanced fixation device did not fixate the mesh effectively. There was no patient injury.